Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. The customer's blood glucose level unknown. The customer reported that the screen was hard to read. The customer reported that the insulin pump had a iop test failure at 10:01 am alarm. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer reported that the insulin pump passed the self test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.